Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rbc (red blood cell) dispenser due to bubbles entering the rbc diluent dispenser (pump). The fse also replaced the hemoglobin cuvette to resolve frequent hemoglobin incomplete test results (non-numeric results) and elevated hemoglobin background counts on startup, and upon rerun would pass. Frequent 60 psi low error messages were observed on the error log; the fse found pressure tubing cracked at the pneumatic supply (pump) causing the errors. The pressure tubing was replaced. (B)(4).

Event description:
On (B)(6) 2014, the customer reported hemoglobin incomplete test results when using the coulter lh 750 hematology analyzer. While servicing the analyzer, a beckman coulter field service engineer (fse) identified components that required replacement. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.